Manufacturer narrative:
Unit passed the active current test, sleep current test, and self-test. No failed battery alarm noted during testing. Pump was downloaded using thus for history files and traces. The power management graph confirmed the unloaded voltage (ul vlith), and loaded voltage (loaded vlith) were within spec range. Failed battery test occurred on 08/27/2024 08:52 in history files. Pump was cut open to perform visual inspection and found found evidence of moisture damage on the pcba 1 and force sensor. The following were noted during visual inspection: battery tube threads cracked, cracked case, scratched case, broken battery tube threads, cracked case (battery tube), pillowing keypad overlay. P-cap was attached and locked into place properly. Fail battery test is not confirmed. Cosmetic damage is confirmed at the battery compartment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced crack on insulin pump battery compartment area, failed battery test. The customer reported no adverse event. The event involved product(s) mmt-1715kl. Troubleshooting was performed and confirmed customer received the reported issue battery failed alarm. No damage reported to battery cap contacts or battery compartment. Customer did not receive another alarm after replacing battery. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Customer was advised to discontinue using the device. Mmt-1715kl was requested and customer response was the device will be returned.